Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump displayed a cgm error. Verify the error code 42. Did pump recently come out of storage mode (including pump reset or normal battery depletion)? Yes, cts informed caller to wait 20 minutes from time pump comes out of storage mode prior to starting sensor session. Cts provided complete pump reset information. Cts walked caller through pump reset. Did the pump display cgm error code again? No. Resolution caller was able to start a new cgm session successfully. No further action required.